Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activates early. The following information was provided by the initial reporter: the complainant stated that "when inserting the needle into the compartment, the protective cover was unlocked and product could not be applied."

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activates early the following information was provided by the initial reporter: the complainant stated that "when inserting the needle into the compartment, the protective cover was unlocked and product could not be applied".